Manufacturer narrative:
One photo provided by the customer verifies the leak and damage to the tubing. Based on the customer description of the crack not observed till after the product was in use the most probable cause of the damage is that it happened during the use of the product and not manufacturing related. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that bd alaris smartsite pump infusion set was cracked. The following information was received by the initial reporter with the following verbatim. It was reported by customer that mivf was cracked and leaking into the floor. The crack was approximately halfway between the pump loading chamber and the patient's piv.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.